Event description:
Edwards lifesciences was notified through the thv implant registry that the patient suffered a severe stroke after surgery and passed away 4 days after the transfemoral implantation of a sapien valve.

Manufacturer narrative:
Medical records are available from the hospital; however, receipt is not expected for approximately 3 weeks due to their processing time. A supplemental report will be submitted when new information is received.

Manufacturer narrative:
Additional information from the medical records provided by the facility: the patient was admitted for increasing shortness of breath and upon workup was diagnosed with severe aortic stenosis. After careful surgical evaluation the patient was deemed too high risk for traditional open aortic valve replacement and the patient underwent a transfemoral tavr procedure 3 weeks after admission. Per the tavr procedure op report, the patient¿s common femoral artery had diffuse moderate disease and had an old hematoma where a previous percutaneous procedure was performed. Due to technical difficulties with angulation of the sheath used for deploying the valve, a separate stab incision was made below the original incision to deliver the sheath. The 23mm sapien valve was eventually deployed successfully. The sheath was then removed. The arteriotomy was closed and good distal femoral artery flow was confirmed. The patient was transferred to ICU post operatively in stable condition. A routine echocardiogram performed on the next day reported the valve function to be normal with mild paravalvular leak. It was also reported the presence of mild to moderate right atrial dilatation; severe left atrial dilatation; mild mitral, pulmonic and tricuspid valve regurgitation; and trivial pericardial effusion localized to the right atrial area with no hemodynamic compromise and lv ejection fraction of 70%. The inferior vena cava was noted to be dilated, which was likely related to the patient¿ being on ventilator. It was stated in the discharge summary that the patient¿s hospital course was complicated by an acute cva on the night after tavr. The patient was status post intra-arterial mechanical partial embolectomy (it is not clear when this occurred). The patient was intubated in ICU and on vent. Neurology was consulted. A CT performed on the post-operative day 1 showed a large infarct throughout the right middle cerebral artery (mca) territory with new mass effect. The palliative care team was consulted for support. The patient showed a slight improvement in her neurological function, however, this did not last 24 hours and the patient became more unresponsive. Another CT was performed 2 days later which showed findings consistent with thrombosis, including progressive effacement and increased midline shift to the left related to the large right mca territory infarct. There was no hemorrhagic transformation, effacement of the basal cisterns was concerning for impeding herniation. On the next morning, after discussion of these reports the family decided to change the patient¿s code status from full code to dnar, and to withdraw mechanical ventilation and focus on comfort. The patient died some hours later. According to literature review, and as documented in an edwards lifesciences¿ clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause for the reported right mca infarct on the same night of the tavr procedure cannot be confirmed. However, from the review of the medical records the onset of the event was post procedure, as on that night a head CT was requested due to cva symptoms; therefore, the event is likely related to the procedure. Other potential contributing factors include the patient¿s advanced age and gender (85 y/o female). The device is not available for evaluation, as it remains implanted in the patient. There is no indication that an autopsy was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, permanent or transient neurological events are potential adverse effects associated with the use of the prosthetic valve. There is risk of tia or stroke after transfemoral aortic valve replacement (tavr) due to dislodgement and subsequent embolization of debris from aortic arch atheroma or from the calcified valve itself. In addition to procedural factors, major risk factors for tia and stroke include hypertension, cardiac disease (including a-fib, valvular disease, mitral stenosis, and structural anomalies allowing right to left shunting, such as a patent foramen ovale and atrial and ventricular enlargement), diabetes, and family history of stroke, high cholesterol, tobacco smoking, increasing age, and race. Multiple attempts were made to obtain additional information related to this case but the medical records requested of the facility have not been received. At this time, the cause of the stroke and subsequent death is unknown; however, there is no indication that it was related to the function of the valve. The device was not returned to edwards for evaluation; it is unknown if an autopsy was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.